Manufacturer narrative:
Concomitant medical products: product ID: 97755, lot# none, serial# (B)(4), implanted: none, explanted: none, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). It was reported that on (B)(6) they had an issue where they went to get up and felt a "pop" in their back, then a slice and stab in their side and this continued for 3 days. Caller stated they have not been able to charge the implant or locate the device since. Caller stated now for the past 2 days they are getting no device found (16) when trying to charge the implant. Caller stated they tried resetting the controller and that did not resolve. Caller stated she went to the hospital for 2 days and they found nothing, but they did not take any x-rays. Caller made a statement that they had spoken to a rep because they had nothing but problems; caller made a statement that "it wont hold a charge for more than 6 hours" but when patient services (ps) attempted to collect more information on this caller stated they had not spoken to the rep about this issue. Caller clarified that they had only spoken to the rep about their programming and other details on the therapy. Caller mentioned they had 'no device found' (16) once before but that was resolved with repositioning and resetting the external device. An email was sent to the repair department to replace the recharger. Ps instructed caller to call hcp to discuss concerns of what happened to them internally if needed.